Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 183 mg/dl at the time of incident. The customer also stated that the keypad had dent. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer states the damage to lip ring was not reported.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device also received with cracked select button keypad overlay.(B)(4).